Event description:
It was reported that this implantable pacemaker and leads were explanted due to a broken probe or insulation. The device was replaced successfully with a non-boston scientific product. Received additional information this implantable pacemaker and leads were explanted due to high rv lead threshold. The explanted products will not return for analysis as the products were disposed of. The device was replaced successfully with a non-boston scientific leadless pacemaker. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker and leads were explanted due to a broken probe or insulation. The device was replaced successfully with a non-boston scientific product. Outside of the revision, no adverse patient effects were reported.